Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes lose their vacuum and do not fill to the fill line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2122551, medical device expiration date: 2023-10-31, device manufacture date: 2022-05-02. Medical device lot #: 2129756, medical device expiration date: 2023-10-31, device manufacture date: 2022-05-09. Investigation summary: bd received 600 samples (300 from each reported lot number) for investigation. Forty samples (20 from each reported lot number) were evaluated by functional testing, each drawn with deionized water, and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.